Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1-2, h4 : the device date of manufacture and manufacture site name and address were documented as unknown in the initial report. The date of manufacture and manufacture site name and address have all been updated accordingly. H10 additional narrative: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the device passed all the inspection criteria¿s during the pre-repair diagnostic assessment and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. It was noted that the reported failure was likely due to device over use and the duty cycles were not followed, which would cause the attachment get blocked. It was further noted that the report of self-rotation of the device was due to improper handling and not holding the attachment as recommended in the instructions for use. A device history record review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, the device serial number was documented as unknown in the initial report and has been updated accordingly. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial or lot number was unknown. The manufacturing location was unknown. Device manufacture date was unknown. Reporter¿s complete mailing address was not provided. UDI: the device serial or lot number was unknown; therefore, UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an open reduction internal fixation procedure for humeral diaphyseal fractures, it was observed that while the user drilled, the radiolucent drive device clutch slipped. It was reported that as a result, the device stopped working with an abnormal noise. According to the reporter, it was thought that excessive force had been applied to the device and therefore, became hot. Once the device cooled down, the user tried to drill again, however the entire device itself rotated. It was reported that the screws were then inserted using a free hand technique. It was reported that there was a thirty minute delay and the surgery was successfully completed. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.